Event description:
It was reported that "patient initial surgery on (B) (6) 2010. On follow-up, visit doctor noticed blocker had come off of a screw on x-ray. Pt reported on (B) (6) 2010, a screw and rod replaced. We believe that this may have not been fully tightened but waited to send screw and rod to stryker to be sure there is no problems with implants."

Manufacturer narrative:
Additional information has been requested, and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. There is a screw (cat #03821645) and rod (cat #48218060) referenced as replaced in addition to the blocker (cat #03756230) during the revision surgery. The root cause is assumed to be related to the blocker and not the other components. Investigation results are pending, reportability of the other devices will be re-evaluated once it is completed.